Manufacturer narrative:
Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Device technical analysis: this was not returned for evaluation. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Perforation, ventricular a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned, we have determined that perforation, ventricular is a known inherent risk with use of this product.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A boston scientific replacement lead was successfully implanted. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided. The lead was disposed after the explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. A boston scientific replacement lead was successfully implanted. No additional adverse patient effects were reported. The boston scientific local area representative was contacted for return product details. No information has been received at this time. This investigation will be updated should further information be provided.